Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further specified as ¿infection in their belly.¿ the cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient reported they went to the ¿clinic¿ where they were treated with unspecified medication in the pd solutions. At the time of this report, the patient was recovering from this event and reported needing ¿three more treatments with the medication.¿ pd therapy remained ongoing. No additional information is available.